Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no device was returned: an evaluation was not performed. If additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the tunneling instrument and progav insertion. The handle wings broke during use in a hydrocephalus valve/shunt placement procedure on a patient with normal pressure hydrocephalus (nph). The tunneling instrument was being used to attempt to access the abdomen (going behind the ear to the abdomen without a release cut). The surgeon was noted as pulling with enormous power when both handle wings broke and then a small piece of a handle remained at the trocar. Nevertheless, the surgeon pulled through the peritoneal catheter; however, the catheter was damaged and removed and a different progav was opened and implanted. There was a delay of about 30 minutes in the operation but no harm to the patient was reported. Additional information is not available.